Event description:
A malfunction was reported on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided information and assisted the caller in resetting the pump to resolve the issue.